Event description:
Dexcom regularly sells/ships expired dexcom g6 sensors to me by giving them 6-month shelf-life extensions. The sensors - inserted into the abdomen - are used to report glucose readings from diabetic people. The expired sensors tend to give incorrect readings. On (B)(6) 2022 the reading for a sensor expired in 1/18/2022, was 140 but I experienced low blood glucose. Later when I picked my finger, the read from the glucose meter showed just 39. FDA safety report ID# (B)(4).